Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 20mmol/l. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.